Event description:
A customer has had to replace batteries every two weeks. Also, the customer stated that all of the "tens unit" is missing in the display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.